Event description:
The customer reported that the device had an 1101 and a 3007 code. The device shut off during transport with check vent, ventilator restarted. There was no patient involvement when the issue occurred, no patient or user harm reported. Per the diagnostics performed by the engineer, it was determined that battery is 6.5 years old. The customer was provided the battery information. It was also determined that the 24volt display drops below 1volt when the ac is removed. The remote service engineer advised the customer to replace the battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with parts ID; however, it could not be confirmed if the customer replaced the specified parts. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.